Event description:
A mechanical valve was explanted after an unknown implant period due to thrombosis. The patient was stable postoperatively. No additional information was available.

Manufacturer narrative:
An event of thrombosis was reported. The investigation found that there was focal adherent thrombus on the outflow surface. The mechanical leaflets opened and closed completely and easily. No acute inflammation or significant calcifications were present. The cause of the reported event could not be conclusively determined.

Event description:
A mechanical valve was explanted after an unknown implant period due to thrombosis. The patient was stable postoperatively. No additional information was available.